Event description:
It was reported that, during shoulder joint repair surgery, two twinfix screw were found to be fractured when the package was opened. The procedure was completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H8 information added. H3, h6: the reported device was received for evaluation. It was determined that the device did not contribute to the reported event. A review of the customer provided images found two images of a device outside of its packaging. The device does not appear to be deployed. There is a crack in the body of the anchor. A visual inspection of device one found that it is not in its original packaging. The distal tip of the anchor is fractured at the suture window. There is biological debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A visual inspection of device two found that it is not in its original packaging. The distal tip of the anchor is fractured at the suture window. There is biological debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the assembly procedure found that the device is visually inspected to verify that the anchor is free of burrs and cracks and that the anchor is fully seated on the shaft of the device. Our clinical investigation concluded: per e-mail communication, the anchor breakage was discovered upon opening the anchor and no pieces fell in the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.